Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device housing was cracked and was leaking a liquid. The device also failed pretests for general condition, leakage test using bubble emission technique and check for wear on housing. The assignable root cause was traced to user error.

Event description:
It was reported from russia that during service and evaluation, it was determined that the battery handpiece device was cracked/housing was damaged and was leaking a liquid. It was further determined that the device failed pretests for general condition, leakage test using bubble emission technique and check for wear on housing. It was noted in the service order that the device does not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.